Event description:
Caller reported a nurse being accidentally stuck by a safe-t-pro lancet previously used on a pt. She reported the lancet did not retract after firing. No serious adverse event was reported in connection with the incident. She reported that the device was discarded.